Manufacturer narrative:
Reference MFR. Complaint # da1998-3-10-82. This complaint was deemed reportable on 3/13/1998. The actual sample was returned and evaluated. No defects were observed. The device was received in the closed position, fully engaged with all points fully interlocked. A review of the lot history was unremarkable. No previous complaints have been received against this lot since its release. Co is unable to confirm the reported problem. In fact, the product was returned in the closed position, which reportedly was the problem (device wouldn't close).

Event description:
Customer reports they could not get the valtrac device to close during surgery. Replacement was necessary and there was a delay of only 5-10 minutes. There was no pt complication due to this event.